Event description:
Approximately 2mm tip of scissors broke off during open septorhinoplasty. X-ray confirmed it was in the patient's maillary sinus. The piece was removed with magnetized suction and f/u x-ray confirmed the tip had been removed. The only device information available was what was printed on the scissor.